Manufacturer narrative:
Qn# (B)(4). Associated uf/importer # was moved to the h10 related report number box.

Event description:
It was reported via medwatch report "during removal of an arterial line, the catheter remained in the patient requiring surgical intervention for removal." Additional information was requested from the customer, however no further details has been provided at this time.

Manufacturer narrative:
(B)(4). Associated uf/importer report number: (B)(4).

Event description:
It was reported via medwatch report "during removal of an arterial line, the catheter remained in the patient requiring surgical intervention for removal." Additional information was requested from the customer; however, no further details has been provided at this time.

Event description:
It was reported via medwatch report "during removal of an arterial line, the catheter remained in the patient requiring surgical intervention for removal." Additional information was requested from the customer, however no further details has been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.